Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the 4 steps to deploy the device were performed without issue. Subsequently, an attempt was made to remove the device. Some resistance was noted. When the device was successfully removed, it was observed that the foot was not completely closed. Another prostyle was used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following was confirmed: the footplate lever was able to go completely down but the feet were unable to retract back into the guide sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the 4 steps to deploy the device were performed without issue. Subsequently, an attempt was made to remove the device. Some resistance was noted. When the device was successfully removed, it was observed that the foot was not completely closed. Another prostyle was used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.